Manufacturer narrative:
B3: may 2025 was the reported month and year of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had been complaining about the high-pressure alarm going off about four hours after infusing. The outcome of the event was ongoing. The patient experienced 2-3 bags per week that triggered the high-pressure alarm. Pumps were swapped several times, confirming that the pump was not the issue. There was patient involvement, but no patient harm/adverse event reported.